Event description:
Customer's result of 105 mg/dl obtained on professional meter and 449 mg/dl on accu-chek advantage system within 10 minutes. No action taken based on the readings. No adverse event reported. New system sent to customer and return requested.